Event description:
The following information was reported: the physician prepped the balloon per the IFU (instructions for use). Inserted the device in the patient and when the balloon was inflated, they had an immediate balloon loss of pressure. Withdrew the device and did manual pressure for 10 minutes. No further issues with the patient. The patient was hospitalized for reasons unrelated to the mynx device/procedure. Procedure: interventional peripheral sheath size: 5f

Manufacturer narrative:
An attempt to inflate the balloon from the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear in the balloon. The balloon appeared to have been intact (no missing pieces) with both ends of the balloon attached to the device. Based on the information provided and the investigation performed, the root cause of the tear could not be conclusively determined. The review of the lhr (lot f1421602) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).